Event description:
On (B)(6) 2012 customer reported that the lh750 analytical station leaked approximately 1 to 2 ml of diluent or retic clear reagent from the pinch valve (vl99) at the bottom of the retic chamber. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted that there was no leak at vl99. Fse stated that the diluent leak was caused by the retic mix chamber rinse line that was disconnected from the fitting. Fse re-attached the line and no components were harmed by the leak. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).